Event description:
It was reported that during engineering evaluation, the motor device was found to have temperature above specification. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature was above specification. Therefore, the reported condition was confirmed. It was determined that this failure was due to worn and damaged bearings creating heat when device was operated. The assignable root cause was determined to be due to normal use and servicing over time.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device and found that the temperature was above specification. The assignable root cause was determined to be normal wear of component parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.